Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient had cardiopulmonary resuscitation performed due to cardiac arrest which caused physical trauma to the chest area. Subsequently, she was diagnosed with bilaterally deflated breast implants during a physical exam with a medical professional. As a result, the patient underwent bilateral breast implant removal on (B)(6) 2024. Refer to manufacturing report number 1645337-2024-02726 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 14, 2024, the mentor analysis lab received the suspect medical device for evaluation. Additionally, mentor was notified that the patient underwent bilateral replacement with 325cc mentor smooth round moderate profile saline breast implants during the removal surgery. On march 20, 2024, mentor completed an evaluation on the returned device. Mentor conducted visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that the breast implant had a tear on the posterior view, measuring approximately 0.8 cm. Leak testing was performed, in accordance with mentor procedures, and no other leak sites were detected during the analysis. The evaluation determined that the possible cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Manufacturer¿s reference number: (B)(4).